Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with the customer-reported complaint. The unit was analyzed, and the reported problem was confirmed. It was confirmed via error logs as having occurred in the field. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a testing platform, and the fiber test failed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed a faulty usm arm. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, recoverable faults on universal surgical manipulator (usm)2 was observed. Isi technical support engineer (tse) checked system logs and found errors 31226, 23098,32114,40084,40100 and 40106 on usm2. Tse asked the caller to try to recover the faults, try a hard power cycle of the system emergency power off (epo) but issue persisted. Tse then asked to caller if it was possible to proceed with the surgery without usm2. Caller confirmed. Tse supported the customer to disable the usm2. The procedure was continued with no reported injury.